Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
An optometrist reported blurry vision one month post bilateral lasik. Patient has used a steroid and an non-steroidal anti-inflammatory eye drop. Patient still has blurry vision six months out. There are two medical device reports associated with this event. This report references the left eye. Add'l info has been requested.